Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician placed the right atrial (ra) lead and the lead exhibited high thresholds and no capture. The lead was removed and an alternate lead was utilized. No patient complications have been reported as a result of this event.